Event description:
It was reported that the patient had slight redness at the pocket site. The ipg and leads were explanted due to potential infection. Cultures were taken and were negative for infection, however the patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-50, serial/lot: (B)(6), description: infinion cx lead. The devices were not returned for analysis and the complaint of infection could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established. H3 other text : devices were discarded by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-50, serial/ lot: (B)(4), description: infinion cx lead.

Event description:
It was reported that the patient had slight redness at the pocket site. The ipg and leads were explanted due to potential infection. Cultures were taken and were negative for infection, however the patient was prescribed antibiotics.